Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the process of adjusting the settings on the pump with their healthcare provider as the customer had been experiencing an elevated blood glucose level of 300 mg/dl. The customer administered a bolus via the pump.